Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: device codes 3009 captures the reportable event of gel misplaced,non-vascular. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Additional information received 05jul2019. Physicians name and heath care facility details updated.

Event description:
It was reported to boston scientific corporation on june 6, 2019 that spaceoar was implanted during a spaceoar implant procedure performed on (B)(6) 2019. According to the complainant, the spaceoar gel was injected in the rectal wall. Magnetic resonance imaging (MRI) confirmed the gel was present in the rectal wall. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that spaceoar was implanted during a spaceoar implant procedure performed on (B)(6) 2019. According to the complainant, the spaceoar gel was injected in the rectal wall. Magnetic resonance imaging (MRI) confirmed the gel was present in the rectal wall. There were no patient complications reported as a result of this event.